Manufacturer narrative:
(B)(4). This is a report of a use error during the initial drain stage, where the patient line was not properly primed before being connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿operating instructions-prepare for therapy¿ provides step-by-step instructions for properly priming the disposable set. Section ¿warnings and cautions¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Section ¿operating instructions-prepare for therapy¿ instructs the user to verify that the patient line is properly primed. Section ¿troubleshooting¿ provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). It was determined that the patient line was not completely primed prior to start of therapy. The technical service representative (tsr) had the home patient (hp) cycle power to end therapy. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.